Event description:
We found a bug in the pack (on lid of irrigation tub) before the patient was in the room, all set up was taken down and reset. The pack was cmc shoulder arthroscopy pack and the ref# (B)(4). I have the lid with the bug in my office for pick up.